Event description:
I started to use a new supply of clear care contact lens solution, including a new lens case a few days ago. This lens case has had a consistent problem that the solution bubbles so much that it overflows the case and leaves very little inert solution in the case for overnight soaking of the lenses. This has led to some blurriness on the lenses the next day, and some drying of the lenses when I didn't realize the level of solution was not sufficient to completely cover the lenses. I just sent a notification to alcon about this issue as well. Reason for use: daily cleaning and disinfecting of contact lenses.